Event description:
It was reported that the patient has expired after implant duration of approximately .10 months, due to unknown reasons. The patient also had another valve explanted; please reference medwatch report #2015691-2009-10520.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), the operative report was received. A device history record review is currently in process. Device not returned.